Event description:
The event was reported to vascutek as follows: a hole was found on the graft. The patient received a fp bypass and implanted a gelsoft plus around 6 years ago. Due to the generation of the hole the patient had to receive an operation to replace the graft.

Manufacturer narrative:
Device evaluation: awaiting return of graft section for analysis.